Event description:
It was reported that pre-op a lap gastric band procedure, the device had a 10mm seal on the top of the trocar. The package was labeled correctly as a 15mm trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.